Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported acute embolism/thrombosis of femoral vein is directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: acute embolism/thrombosis of femoral vein. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2016, diagnostic results, radiology results: " findings: eccentric non-occlusive deep venous thrombosis is demonstrated within the right common femoral, femoral and popliteal veins. Superficial venous thrombus is also demonstrated within the greater saphenous vein. Greater degree of deep venous thrombosis is demonstrated within the left common femoral, femoral vein. Superficial venous thrombus is also demonstrated within the saphenous vein. Impression: 1. Deep venous thrombosis is demonstrated within the bilateral common femoral and femoral veins, right popliteal vein. 2. Superficial venous thrombus is demonstrated within the bilateral greater saphenous veins".

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: acute embolism/thrombosis of femoral vein, pes to lungs, leg swelling, venous statis ulcers, pain. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported leg swelling, venous statis ulcers, pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient is alleging tilt, organ and vena cava perforation, a strut projects over the wall of the aorta. Patient further alleges "continual and painful leg swelling, discoloration of legs". "I am forced to live with the possibility that these complications can happen to me at any moment which has led me to severe fear, stress, anxiety and loss of enjoyment of life." "Doctor¿s orders were not to lift over 15 lbs. And no more than 2 hours on my leg at anytime, 2 hours on and 4 hours off." Additionally, patient alleges experiencing depression and anxiety. Per computed tomography, "there is an ivc filter. Superior aspect of the filter is at the level of the renal veins. The inferior aspect of the filter are below the renal vein. Superior aspect of the filter does appear to be opposed to the posterior wall of the ivc. The inferior struts of the ivc filter do protrude beyond the wall of the ivc. There appears to be fat plane between the ivc wall and the inferior aspect of the filter struts. There are also 2 filter struts projecting medially with clear fat plane between the stress and the ivc wall. These can be seen on axial images 42-46. Filter struts seen medially on image 44 projects over the medial wall of the aorta. Filter struts otherwise do not clearly project in the adjacent structures." "Superior aspect of the filter projects at the level of the renal veins and appears to contact the posterior wall of the ivc." "There is luminal narrowing of the ivc inferior to the filter and there appear to be numerous venous collaterals in the visualized abdomen. Findings suggest chronic occlusion of the inferior ivc."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc) perforation, stenosis, chronic occlusion, tilt, fear, stress, anxiety, depression, loss of enjoyment of life. Limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, stress, anxiety, depression, loss of enjoyment of life. And limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on the work order. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Description of event according to initial reporter: patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging acute embolism and thrombosis of femoral vein, pulmonary embolisms to lungs, leg swelling, venous statis ulcers, pain and that frequent medical monitoring is required due to the device. It is alleged that "[pt] received a cook celect filter on (B)(6) 2015 at (B)(6) by implanting physician (B)(6)". Patient outcome: patient is alleging acute embolism and thrombosis of femoral vein, pulmonary embolisms to lungs, leg swelling, venous statis ulcers, pain and that frequent medical monitoring is required due to the device.